Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had wound healing problems. In 2007, the pt developed a seroma, which led to surgery. Two months later, suspicion of intolerance and extrusion. The same month, the implant housing was explanted and the electrode array was left in the cochlea. The pt was re-implanted in 2009.